Event description:
I received my phillips dream station CPAP the beginning of (B)(6) 2019. By thanksgiving of that year I had my first bout of bronchitis. I recovered from the bronchitis after antibiotic therapy but I have continued to have a cough ever since. About 6 months later I had a chest x-ray which was negative. My allergies seem to be worse I have a lot of sinus congestion. I switched allergy medication. Since covid-19 lockdown in (B)(6) of 2020 I have had two colds one included a sinus infection. I tested negative for covid 19. I stopped using my CPAP and contacted my doctor. Since I had never used the so clean device I was advised that it was okay to continue using the phillips but based on my increased symptoms I am reluctant to do so. I registered my device through the philips website and was advised that I could buy another CPAP machine outright from my dme. My machine is under 2 years old therefore under warranty I feel as though I should get a refund. FDA safety report ID# (B)(4).